Event description:
No new information.

Manufacturer narrative:
Additional data: d4, d9, h3, h4 h6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that 6-week post-operative scans revealed that one xia blocker migrated at l3, one xia screw migrated and breached laterally at l1, and one xia screw loosened at l2 post-operatively. The patient then underwent revision surgery and it was observed that the migrated xia screw at l1 was also fractured. The patient was reported to have no clinical symptoms. This report captures the xia blocker.